Event description:
ICU medical tubing has been having proximal occlusions and distal air issues. The company is aware and is collecting the tubing from us as this happens to investigate. This particular tubing was distal air where it let air past the chamber. Patient was not affected or harmed by this. Manufacturer response for ICU medical primary tubing, ICU medical (per site reporter). Unknown.